Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's father was told by hosp personnel that the insulin pump was not working. However, they would not allow the father to remove the insulin pump from the customer for troubleshooting. The father stated that he would be calling back to troubleshoot. Nothing further was reported.